Manufacturer narrative:
Lot number # 18g013, 18h033, 18h041, 18m010, 18n010, 19a018, and an unknown lot number. Three (3) single use devices were received for evaluation. Visual inspection of the first device did not identify any abnormalities that could have contributed to the reported condition. No fluid came out of the luer when the luer cap was removed. Microscopic inspection on the luer revealed that the cause of the flow problem was due to air bubbles blocking the fluid path inside the lumen of the glass capillary. The glass capillary is located inside the luer. The reported condition was verified. The cause of the air bubbles was not determined. Visual inspection of the second device did not identify any abnormalities that could have contributed to the reported condition. No fluid came out of the luer when the luer cap was removed. Further inspection revealed that the cause of the flow problem was due to drug particulate blocking the fluid exit at the distal end of the glass capillary located inside the white luer. The cause of the drug precipitate could not be determined. Visual inspection of the third device did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the device performed within product specification range. The reported condition was not verified. A batch review was conducted for lots 19a018, 18g013, 18h033, 18h041, 18m010 and 18n010 and there were no deviations found related to this reported condition during the manufacture of any of the lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 8 </noe> malfunction events. It was reported that eight small volume folfusors would not flow. Six of the events occurred during infusion, one event occurred after filling, and one event occurred during testing of the device. Of the eight events, two did not involve a patient, and six involved a patient with no patient consequences. No additional information is available.